Event description:
It was reported that the sec 20dp, texium & hanger v/nv tubing separated from the adapter/luer connector below the drip chamber during use. The following information was provided by the initial reporter: "nurse was going to discard secondary infusion set after chemo administration, the tubing below the drip chamber came off."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing separation below the drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 40000-07t, because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sec 20dp, texium & hanger v/nv tubing separated from the adapter/luer connector below the drip chamber during use. The following information was provided by the initial reporter: "nurse was going to discard secondary infusion set after chemo administration, the tubing below the drip chamber came off."